Manufacturer narrative:
G2: the country of origin is japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that on (B)(6) 2023, communication was not possible. It was noted that the patient's pain recurred. A recharger malfunction was suspected and the recharger was replaced. They visited the hospital on (B)(6) 2023 again for a "forcible charge" due to a possible overdischarge, so it was forcibly charged. After charging to 25%, when the charging was stopped, the battery immediately reached 0%, and communication became impossible. It was forcibly charged again and charged to 75%. After that, they communicated with clinician programmer and they confirmed that it was the first overdischarge. When impedances were measured, the battery deteriorated to 0% again; an error occurred (the details of which were unknown) and the communication was forcibly ended. The communication time was about 5 minutes. It was confirmed that stimulation could be turned on using the recharger after charging up to 25% with normal charging and the patient was asked to charge the remaining level to 100% after returning home. There was a call to the call center on (B)(6) 2023; normal charging could not be attempted after returning home, so the patient was instructed over the phone to forcibly charge it, and it was confirmed that it was fully charged at home. It was noted that they saw the elective replacement indicator (eri), which was normal/expected. On (B)(6) 2023, it was in a discharged state again before visiting the hospital. They performed normal charging for about 2 hours and it was confirmed that it was fully charged. It was noted that if communicated with the clinician tablet, it would display a second overdischarge. It was confirmed that the power on reset (por) was "released" and the stimulation was on. When the recharger was pressed again after communication was completed, the remaining battery level bec ame 50%. It was noted that charging failure or overdischarge may occur due to recharger malfunction. The subsequent progress might be rapid overdischarge due to software abnormality. The overdischarge was recovered through two forced recharge sessions; "software a bnormality was suspected" because it was overdischarged again two days after recovery from the first overdischarge.